Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post renal angioplasty. There were no complications and the pt was discharged. Seven days later the pt returned to the hosp complaining of right groin swelling and tenderness. A vascular surgeon diagnosed a right groin abcess and cultures were positive for staph. The pt underwent surgery to drain the abcess; the pt showed slight improvement. Approx nine days later a patch angioplasty was placed to repair the right common femoral artery after the angio-seal components had been explanted. The pt was reportedly recovering in the hosp and receiving antibiotics (type and dose unk).